Event description:
The pt reportedly has experienced a decrease in performance and a change in sound percept. The pt has been monitored by the center. Programming changes and adjustmetns were made. However, the pt continued to experience sound percept problems. In 2004, the co was notified that a decision was made to explant the pt's c1 device.